Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two mitraclip devices are being filed under separate medwatch reports.

Event description:
This is filed to report the clip caused damage to another clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Visualization was difficult throughout the procedure. The first ntr clip delivery system (cds 81004u164) was advanced to the mitral valve; however, both leaflets could not be grasped. The clip was not implanted and the cds was removed and replaced with an xtr cds (80919u125). The xtr clip was implanted, reducing the mr to 3. The first ntr cds was re-advanced, but the leaflets were unable to be grasped due to the anatomy. During removal of the ntr cds, the ntr clip interacted with the deployed xtr clip. The xtr clip detached from the anterior leaflet, remaining attached to the posterior leaflet (single leaflet device attachment / slda). The mr increased to 4. An additional xtr cds (80817u148) was unpackaged, but it was noted that the lock lever was broken. As this was the last xtr cds in the hospital, the decision was made to continue use with this device. The clip was able to be placed medial to stabilize the slda clip. Immediately after deployment, the xtr clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr remains at grade 4 and no additional clips were attempted. It was noted that both xtr clips changed position after deployment and that due to the reduced echo quality the leaflet insertion was not satisfactory in all views. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Correction: device code 2017- failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that in the mitraclip instructions for use (IFU) states: do-not re-use the clip delivery system (cds) after removal. All available information was investigated and the reported failure to grasp the leaflets appears to be due to patients flail and thin posterior mitral leaflet, in conjunction with challenging visualization. The reported device causing damage to another device appears to be a result of user error as the user deviated from IFU and re-advanced the cds. There is no indication of a product quality issue with respect to manufacture, design or labeling.